Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac . The reported complaint of the unit would not turn on was verified. This was isolated to intermittent power when battery cap is turned all the way to its extreme. The cause of the problem was isolated to a defective battery holder compartment. Deformed connection point on the medal plate. The device all condition was in great shape. A summary of additional maintenance included.: updated service maintenance kit p/n 510a3039. Replaced damaged battery holder assy to resolve customer's reported issue. Performed pm, calibrated unit affixed service label.

Event description:
Invetigaton completed on a smiths medical ventilators/pneupac ventilators parapac.

Event description:
Information was received that a smiths medical pneupac parapac ventilator unit will not turn on. No adverse patient effects were reported.